Event description:
It was reported that the patient in clinic for routine follow up. The ventricular lead exhibited noise. Noise could be reproduced with positional changes as well as arm movements. The device was reprogrammed and the lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.